Event description:
It was reported that the foley catheter sterile water leaked from near the inflation valve and patient involvement was unknown.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The initial reporter phone number that was provided is (B)(6). The initial reporter fax number that was provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngju0239. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and the balloon rested with no leaks. Deflated balloon passively in 37 seconds with no leaks or cuffing noted. There were no leaks from the inflation cap throughout this evaluation. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h the complete initial reporter facility name is (B)(6). The initial reporter phone number that was provided is (B)(6). The initial reporter fax number that was provided is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sterile water leaked from near the inflation valve and patient involvement was unknown.